Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency medical service and hospitalized due to low blood glucose on (B)(6) 2021 with blood glucose 71 mg/dl. Customer stated that they were collapse. Customer's current blood glucose was 352 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. The customer was treated with food. Troubleshooting was done for low blood glucose and under delivery. Customer had been using the insulin pump system within 48 hours of reported low blood glucose. Auto mode feature was not applicable during the time of event. The insulin pump will be returned for analysis.